Event description:
Device malfunction: balloon not fully deflated. Symptoms/ae: none. Time of malfunction: after stent placement and during removal of stent delivery system. It was reported that during an interventricular artery (iva) stenting procedure, after an uneventful stent deployment and release of the stent delivery system (sds), it was not possible to pull the sds through the non-abbott guiding catheter. The sds and the non-abbott guiding catheter were removed as one unit. After sds removal from the anatomy, it was noted that the balloon was not fully deflated. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast on the balloon, on the outer member and on the hypotube. The balloon was loosely folded. The proximal end of the balloon was bunched. The sds was returned in a competitor's guiding catheter. There was no other damage noted to the sds. An attempt was made to remove the sds from the competitor's guiding catheter but the sds could not be removed from the guiding catheter due to the bunched proximal end of the balloon as noted. A new indeflator was used to pressurize the balloon to the rated burst pressure of 18 atmospheres and measured the deflation times. The balloon deflated completely. The deflation times of the balloon met mfg criteria. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.